Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements, due to this a system revision was performed in which the electrode was repositioned. Two years later, the system exhibited high out of range impedance measurements once more. A follow up with the patient was performed and it is suspected that the electrode has dislodged, this due to the patient having gained significant weight through the years. X-rays were performed in order to assess the position of the electrode. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Information was added to the following fields: b5: describe event or problem field. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements, due to this a system revision was performed in which the electrode was repositioned. Two years later the, the system exhibited high out of range impedance measurements once more. A follow up with the patient was performed and it is suspected that the electrode has dislodged, this due to the patient having gained significant weight through the years. X-rays were performed in order to assess the position of the electrode. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision procedure was performed, however, while testing the system on the operating room, the values were high under normal limits. The physician decided not to perform the procedure as they considered that these values were normal based on the clinical condition of the patient. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements, due to this a system revision was performed in which the electrode was repositioned. Two years later the, the system exhibited high out of range impedance measurements once more. A follow up with the patient was performed and it is suspected that the electrode has dislodged, this due to the patient having gained significant weight through the years. X-rays were performed in order to assess the position of the electrode. A system revision was scheduled for the near future. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that an electrode reposition procedure was performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.